Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen and/or had a device check. It was noted that the device high low tone was due to a unsuccessful remote transmission and it was noted that the patient had received one shock and zero failed, for a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode that was confirmed as appropriate. There was no confirmed product malfunction that was related to the reported patient unconscious.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were unconscious and woke up in a ditch. Patient confirmed that they heard high low tone coming from the implantable cardioverter defibrillator (ICD) starting sunday. The patient noted that last wednesday night they had a shock. The device remains in use. No further patient complications have been reported as a result of this event.